Manufacturer narrative:
Correction: this report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 patient received an inappropriate shock. The interrogation data revealed multiple episodes of anti-tachycardia pacing and one shock therapy which was inappropriately delivered. It was fond that the automatic qrs morphology template auto-update was turned on. Background noise was sensed. The background noise at the time of recording of reference electrogram of automatic wrs morphology template algorithm detection may have led to inappropriate sensing of background noise resulting in inappropriate therapy. After turning this off, no further inappropriate therapies were delivered, and the patient remains asymptomatic on follow-up.